Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler was able to fire but there was poor staple formation at distal side. The surgeon had to use another device and had to oversew the staple line and completed the case.